Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: p select ous mr 12 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 14.6cm distal to the distal end of the strain relief. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery. The 90% stenosed, 10x2.50mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified posterior descending artery. After another manufactures guidewire and another manufactures 6fr guide catheter crossed the lesion, predilation was performed with another manufactures 2.00x8mm balloon catheter. A 12 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The physician took out the stent and predilated once again with a 2mm balloon catheter. While advancing the stent to the lesion, the hypotube broke 15-20cm from the hub. The entire device was pulled back from the patient's body and was completely removed. The procedure was completed with 2.25 x 12 mm promus premier select stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery. The 90% stenosed, 10x2.50mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified posterior descending artery. After another manufactures guidewire and another manufactures 6fr guide catheter crossed the lesion, predilation was performed with another manufactures 2.00x8mm balloon catheter. A 12 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The physician took out the stent and predilated once again with a 2mm balloon catheter. While advancing the stent to the lesion, the hypotube broke 15-20cm from the hub. The entire device was pulled back from the patient's body and was completely removed. The procedure was completed with 2.25 x 12 mm promus premier select stent. No patient complications were reported and the patient status was stable.